Manufacturer narrative:
The suspect medical device was not yet returned to the MFR for eval/investigation. Therefore the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unk. However, if the suspect medical device is returned for eval/investigation or add'l significant info becomes available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.

Event description:
Olympus was informed that towards the end of an unspecified transurethral resection of the prostate (turp) procedure, the roller of the hf section electrodes detached from the conducting/electrode wire and fell inside the pt's bladder. However, no fragments/parts remained inside the pt as the fallen off roller was reportedly retrieved by unk approach. It is also unk if and how the intended procedure was completed but there was no report about an adverse event or pt injury.